Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Received three closed samples to analyze this complaint. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: norway. The suture breaks when they tie a knot.